Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. An unknown knee was revised to a knee construct with a ts femur and insert, size 3 baseplate, augments, stems, and patellar component for an unknown reason.